Event description:
It was reported that an asymptomatic patient presented to the emergency room for unrelated causes. Upon interrogation, the right ventricular lead exhibited loss of capture. X-ray confirmed that the lead was dislodged. The lead was successfully repositioned.